Manufacturer narrative:
The pip control knob for the neopuff infant resuscitator is used by the clinician to set the pressure being delivered to the pt during resuscitation. Regading the complaint device, the user facility states that adjustment of the pip knob resulted in inconsistent pressures being generated. The malfunction was discovered during the commissioning test (out of box failure). The user facility further states that impact damage to the carton may have caused the malfunction. We have requested the complaint device to confirm this.

Event description:
Neopuff infant resuscitator 'not working properly'. Out-of-box failure. Pip (positive inspiratory pressure) adjustment. Inconsistent pressure, suspect impact damage. No pt involvement - out of box failure discovered during user facility performance check.